Manufacturer narrative:
Approximate age of device- 2 months, 7 days. No other information was provided. Supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6)2018. It was reported that the patient presented with intermittent power spikes which seemed to be increasing. A pump exchange was performed on (B)(6) 2018 due to suspected thrombus. No additional information has been provided.

Manufacturer narrative:
Evaluation of the returned pump found a deposition in the pump outlet stator. The pump was returned assembled with the driveline cut approximately 9 inches from the pump housing and the distal portion of the driveline was not returned. Examination of the pump blood-contacting surfaces found a red and white, tissue-like deposition in the proximal side of the outlet stator. The deposition was loosely seated between the outlet bearing and each of the stator blades and did not show lamination or denaturing, indicating that the depositions did not form in the outlet stator. Examination of the distal end of the pump rotor and outlet bearing cup did not reveal any contact marks, indicating that the deposition was not likely present while the pump was operating. The origin of the deposition could not be conclusively determined. Upon removal of the observed deposition, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline revealed no discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.